Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex¿ colonic stent was implanted for palliative care to treat colorectal cancer during a colonic stent implantation procedure performed on (B)(6) 2015. The patient¿s anatomy was reported to be tortuous. According to the complainant, during the procedure, when the stent was 30% deployed the physician was unable to release the stent any further. The physician was pulling on the delivery system to try to fully deploy the stent and the delivery system broke between the outer sheath and the handle. The wallflex¿ colonic stent prematurely deployed inside of the patient, but was not in the desired location. Another stent was not available to complete the procedure and the physician chose to send the patient for surgical resection of the tumor. The stent was removed with the stricture during the resection. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.